Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.2-13.3cm from the distal tip. Internal insulation abrasion was noted breaching various lumen at 13.5-14.4cm, 14.1-14.5, 15.9-16.2, and 16.5-17.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.